Event description:
This is filed to report difficulty removing the lock line and the inability to open the clip requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced in the patient and placed at a2/p2. After pulling 15-20cm of the lock line it became stuck. The physician attempted to remove the clip from the patient, however the clip would not open. The decision was made to proceed with deployment. The clip separated from the shaft but the lock line was still attached to the clip. The cds was removed and the lock line was able to be removed by pulling on the other free end. The procedure continued and one other clip was implanted reducing the mr to a grade of 1. This issue reportedly caused a clinically significant delay but the delay did not result in adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported inability to remove the lock line was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the inability to remove the lock line is due to the observed knot in the lock line. However, a cause for the observed knot in the lock line could not be determined. The reported inability to open the clip is due to procedural conditions. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.